Manufacturer narrative:
The warnings in the package insert state this type of event can occur. It is reported the facility kept the screw head and the body of the screw remains in the patient's bone, therefore no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. The distributor states off center force was applied. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported the case was a revision of a mandibular fracture repair that was previously fixated using wire (no zimmer biomet product was used in the original case). The screw that fractured was inserted in the last hole of a recon plate (part number unknown). The distributor reported that the screw was inserted at an angle, off center force. The surgeon elected not to attempt removal of the body of the screw from the patients bone as the screw was almost entirely seated and the fractured portion did not protrude beyond the plate. Additionally, the surgeon felt that adequate fixation was achieved. There was no delay in the surgery.